Event description:
It was reported that the device was returned with no info. There was no reported adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this, are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.